Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse inspected equipment, new batteries fitted as old ones would no longer charge, even on any other cardiosaves. New batteries failed to charge intermittently. New charging board ordered. New power management board fitted, tested and charging correctly. Equipment returned to use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries not charging .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).